Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to displaying error code 41622. Functional testing and the motor test was performed to test the device. The issue was unable to be confirmed. The optical switch and bracket were replaced for preventive.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was alarming "empty tubing". There was no reported adverse event. Information was received indicating that a smiths medical cadd solis vip pump had an error code 41622. There was no patient involvement.